Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device would not power on due to a defective converter. Additionally, it was noted that the appearance of the lamp was darkened. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source could not be powered on during preparation for an electrourology procedure. According to the initial reporter, the staff completed the procedure without any delays or harm to the patient using another light source device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was assumed that the lamp did not light up due to a faulty converter (internal power supply). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.